Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the lead had decreasing impedance as well as loss of capture at the programmed threshold. Due to the loss of capture, the physician increased the programmed threshold and the lead remains in use. No patient complications have been reported as a result of this event.